Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pcu turned off because the battery was empty. It was noted during the a log review by the hospital's clinical systems engineer that at 10:02:08 am, the battery was almost full; however, at 10:43:37 the pcu turned off. There is no indication of patient harm.